Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the plaster detached from the connector plate of the infusion set resulting in elevated blood glucose levels. This occurred with two other infusion sets from the same lot number.